Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the electronic records from the device and observed that the device's hybrid layer capacitor (hlc) batteries had previously depleted to zero (0). As a result, the device would not have been able to power on, or charge and shock energy at that time. It was also observed that the charge-pak was not changed out in 2011, when it expired, and the device depleted to a non-functional state. Based on the information available, physio determined that the likely cause of the reported issue was use error due to a failure of the customer to properly maintain the device. Physio advises that to prevent damage to the device's internal battery, customers should always keep a fresh (non-expired) charge-pak battery in place, including during storage or shipping. The customer was provided with a replacement device.